Manufacturer narrative:
Updated sections: a2, a3, a4, b4, b5, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025cm in length. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported unknown alarm and blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation was unable to confirm difficulty inserting the guide wire. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
This complaint was reported via medwatch # mw5090597. It was reported during intra-aortic balloon (iab) therapy, the console generated an unknown alarm and automatically switched to stand by mode. The line filled with blood. Patient had to have line pulled emergently. Upon examination, it was found the balloon had ruptured. Patient tolerated event well. There was no reported injury to the patient. Additional information stated that the hospital was advancing the balloon over the guide wire, into the guiding catheter and met resistance. They then decided to retract the device from the guiding catheter and removed the balloon catheter. The hospital interrogated the system and then realized that the "red tip" of the system became detached from the catheter. The tip itself was fully intact. The hospital both stated and verified that the tip was not retained in the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
This complaint was reported via medwatch # mw5090597. It was reported during intra-aortic balloon (iab) therapy, the console generated an unknown alarm and automatically switched to stand by mode. The line filled with blood. Patient had to have line pulled emergently. Upon examination, it was found the balloon had ruptured. Patient tolerated event well. There was no reported injury to the patient.